Event description:
Complaint review note- (B)(6) 2024, (B)(6), rn- op report- failed right knee secondary to massive osteolysis/ bmi 38- loose tibia and femoral components- to eng.loi /FDA reportable/ fm loosening. Legal case-USA. Patient ID: (B)(6). This patient is verified right knee on (B)(6) 2010 at (B)(6) clinic. Right knee revision (B)(6) 2023 with dr (B)(6) (op report attached). No device return anticipated due to this being a legal case. Ebi initial surgery unable to be found. Historical record & smartsolve searched for sn/patient name with no results. Operative report from revision surgery attached. No further information. Product information 02-012-35-4013 logic tibia ps mod insrt sz 4 13mm 1683992; serial number (B)(6) is confirmed to have been packaged in a vacuum bag that does not contain evoh. 510(k): k033883.

Manufacturer narrative:
The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.